Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's neurostimulator (ins) was just removed. Technical services (tss) was not able to locate the patient's information. The rep reported the patient was in a car wreck and the leads got defective, and this was the reason for revision/replacement. No further complications were reported/anticipated.